Event description:
The following was reported to gore: on (B)(6) 2023, patient underwent a zone-2-lcc endovascular procedure to treat a pseudoaneurysm and penetrating aortic ulcer utilizing gore® tag® thoracic branch endoprosthesis. There were no issues during the procedure. No issues noted with the devices. Procedure was successfully completed. Patient tolerated the procedure. After the procedure on the same day , patient suffered an ischemic stroke. Hospital staff is not aware if this occurred during intra-op or post-op, as patient was under anesthesia. Fsa reports patient is alive, but does not have further information on current patient status. Physician does not know what contributed to this stroke event. No further patient information is available. No further information will be disclosed from hospital.

Manufacturer narrative:
As it is unknown which device is directly implicated in this stroke event, the following device will also be included in this report: catalog #tsb081006a/ serial #(B)(6)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic-stroke. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.